Manufacturer narrative:
Concomitant medical products: bd 50ml syringe, monoject 12ml syringe; therapy date: (B)(6) 2016. The customer¿s report that the devices alarmed and stopped working was confirmed. Physical inspection of the pump module and pcu showed that the iuis on both devices had dried fluid and corrosion. The pcu error log recorded no errors or malfunctions on the reported incident date. Analysis of the pcu event log confirmed five channel disconnections on (B)(6) 2016. Although testing failed to replicate a channel disconnect, it is possible that the friction (wiping action) made between iui contacts when attaching and detaching a device removed the contamination on the pins creating an improved electronic connection. The cause for the report that the devices alarmed and quit working is a channel disconnection. The cause for the channel disconnection is dried fluid residue and corrosion found on pins of the male iui of the pcu and the female iui of the pump module.

Event description:
The customer reported that during patient transport down a hallway, the devices alarmed and quit working. The message on the screen was not recorded, however the downloaded logs later showed a server message: ¿rds connection/loss.¿ there was no harm to the patient. Inspection of the device by the facility biomed found compromised iui¿s.